Event description:
Healthcare professional reported left side rupture, pain, capsular contracture baker grade iii, "prominent" and " reactive" lymph nodes confirmed through MRI. Device remains implanted.

Manufacturer narrative:
Continued phone number e1: (B)(6); continued additional phone number/cell e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, lymphadenopathy, rupture.